Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device's safety shield did not fully retract and the healthcare worker was stuck with a dirty needle in the left thumb. The following information was provided by the initial reporter: " pressed the safety button to retract needle before removing out of arm, heard the click sound, when walking over to throw the needle away in the sharps contained, customer felt a poke on my left thumb, that's when customer noticed the needle wasn't inside the safety mechanism." There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 10 retained samples were functionally tested, and all retracted as expected with no difficulties pressing the retraction button. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, 1 device's safety shield did not fully retract and the healthcare worker was stuck with a dirty needle in the left thumb. The following information was provided by the initial reporter: " pressed the safety button to retract needle before removing out of arm, heard the click sound, when walking over to throw the needle away in the sharps contained, customer felt a poke on my left thumb, that's when customer noticed the needle wasn't inside the safety mechanism." There was no other health impact or consequences reported.